Manufacturer narrative:
(B)(4). Physio has made multiple attempts to contact the customer regarding the status of their device but has been unsuccessful. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displayed a wrench icon and battery icon. When the device is powered on the display is blank. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.